Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 10/30/2022 while reportedly wearing the lifevest. The patient received an appropriate treatment which converted the arrhythmia to a slower rhythm. The device was started up at 19:00:52 on (B)(6) 2022. At 17:20:07 and 17:20:50 on (B)(6) 2022, an arrhythmia was detected two times. ECG shows sinus rhythm @ 60 bpm transitioning to vt from 200-280 bpm with motion artifact and rb use. The lifevest properly detected vt at 17:20:07 and 17:20:50 on (B)(6) 2022. Motion artifact and response button use prevented the lifevest from treating the patient. At 17:30:05, an arrhythmia was detected. ECG shows vt @ 150 bpm with CPR/motion artifact. At 17:31:46, the patient received the appropriate treatment. The rhythm at time of treatment was vt @ 200 bpm with CPR/motion artifact. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs /nsvt. The device was shut down at 17:48:11 on (B)(6) 2022.